Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by the following instructions: cf-h185l/I operation manual chapter 3 preparation and inspection cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water tube, air/water cylinder, right/left knob, up/down knob and the control section had foreign objects. The issue occurred during an unknown procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: because the shaft of switch1 is detached, switch cannot be pressed down smoothly; right/left knob has foreign objects; upwards/downwards knob has foreign objects; air/water cylinder has no color; suction cylinder has no color; switch1 has a cut; control section has foreign objects; air/water cylinder had foreign objects; image guide protector has a scratch; air/water tube has foreign objects; objective lens has a crack; light guide lens has a crack; connecting tube has a wrinkle; and universal cord has a wrinkle. Should additional relevant information become available, a supplemental report will be submitted.